Manufacturer narrative:
The reported event has been determined to be a post-placement/pre-load failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors and/or the lack of osseointegration. Additionally, other factors that may have contributed to the implant failure includes bone condition, patient oral hygiene, or patient behavior. Proper intended use of the implant is described in its instructions for use.

Event description:
Inadequate bone quality/bone quantity was reported. Bone quality at the time of implant failure was type ii. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability and osseointegration was not achieved.